Event description:
It was reported that there was a separation between the female connector and the main body of peritoneal dialysis (pd) transfer set. This was further described as ¿the male end came away from main body¿. This occurred during use of peritoneal dialysis (pd) therapy. The patient was given prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.